Event description:
Unit malfuntion (no vent output) while on patient (2 times). Lights out, no function. Original battery in unit. Additional information received on near syncope. Follow-up determined another device was used and the patient was fine. 2/23/00 information received from the rm that the " pacer failed prior to insertion during presurg. Testing."